Manufacturer narrative:
Alleged injury with no details. Alleged malfunction. MDR filed. Device name: trex2 tracer ex2 builder wheel chair. Device sn: unknown. Description: according to the consumers attorney, allegedly, the consumer's husband was pushing the consumer down the street when a wheel of the wheel chair fell off. Allegedly, the wheelchair was a rental. The consumer did not provide any injury details. Summary: the attorney provided limited details to the incident. The consumer is a female. The consumer's weight, height and age are unknown. The only information is noted in the description above. Root cause: it is unknown whether the wheel was a castor or wheel. The preventive maintenance history of the wheel chair is unknown. Additional loading on the wheel chair is unknown. The environmental conditions at the time of the alleged incident such as daylight, street lighting, rain, snow, pavement, brick, blacktop or terrain are unknown. It is unknown if there were objects such as tree roots or debris on the street that may have come in contact with the wheel chair. It is unknown how much experience that husband has when pushing the wheel chair. It is unknown how long the consumer had rented the wheel chair prior to the alleged incident. It is unknown what speed the chair was traveling when the wheel allegedly fell off. It is unknown if the consumer was on an incline or decline. As of this MDR filing the wheel chair is not being returned for evaluation. Risk assessment; (B)(4) is the distributor of this device. The risk assessment is owned by the manufacturer.

Event description:
The consumer's husband was pushing her down the street, when a wheel allegedly fell off. The wheelchair was a rental. It is not known which wheel allegedly fell off. No details of the alleged injury are known at this time.